Manufacturer narrative:
The device was received and evaluated by beta bionics. User complaint of ilet damage or malfunction was confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance."

Event description:
It was reported that the sleep/wake button on an ilet pump stopped functioning, and troubleshooting steps did not restore operation, leading to arranging a replacement and the patient transitioning to backup therapy while blood glucose remained in range. Symptoms included no alerts or alarms from the device. Outcomes included temporary interruption of pump therapy and reliance on backup therapy until the replacement arrived. Investigation included customer support troubleshooting and logistical coordination for device replacement. Investigation of this device was confirmed and revealed a suspected hardware malfunction of the sleep/wake button that could not be resolved through troubleshooting. It was concluded, based on previously established findings for similar reports, that the cause was a hardware failure of the device interface requiring replacement.